Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the clinical nurse supervisor and obtained additional patient demographic information. Refer to section a.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electro surgical generator unit. The system was tested and was ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit displayed error m-02-3 on startup and all ports fails instrument detection. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator had no power. The customer was getting errors against the erbe and could not get them to clear. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and confirmed that m-02 errors occurred. The customer power cycled the erbe but was still having issues. The customer attempted to bring in vision side cart (vsc) sk7034, but the isi clinical sales representative (csr) advised the customer that this would not work, as the vsc was on a different software level. The surgeon elected to convert the procedure to laparoscopic. There were no reports of patient injury. Isi followed up with the initial reporter and the following additional information was obtained: system functionality was checked upon powering on the system. The system was initially powered on without errors.